Event description:
Complainant alleged that during biomed testing, the device displayed a "defibrillator fault 78" message. The device was turned off/on and then worked fine. A third attempt was made and the device displayed a "defib fault 108" message. Zoll medical corp. Has received the product and will be providing a follow-up report when our investigation is completed.

Manufacturer narrative:
Zoll medical corp. Has received the product and will be providing a follow-up report when our investigation is completed.